Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that both of the patient's leads were fractured. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.